Event description:
It was reported that foreign material found on the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported foreign fiber condition could not be confirmed on the unit returned for evaluation. Upon visual inspection what was found was excess of glue on top of the tip. The most probable root causes for " excess of glue" condition can be associated but not limited to: manufacturing non-conformance the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material found on the unit.